Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 16, 2016 that a wallstent biliary stent was implanted in the bile duct during stent implantation procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a stricture caused by cancer in the bile duct. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician deployed a wallstent biliary stent; however; the stent moved out of place and did not cover the whole stenosis. The physician implanted another wallstent biliary stent to cover the remaining stenosis and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallstent partially covered biliary stent was returned for analysis. Visual analysis found the clear outer sheath bend and the stent wire were uncrossed at both ends. No other issues were found with the profile of the stent. The cause of the damage is consistent with application of excessive force to the delivery system and was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and there was no evidence that the device was not used per the dfu. Stent misplacement is noted as a potential complication associated with the use of the device. The dfu also states ¿the implanted stent length should allow for adequate overlapping into the non-strictured duct to compensate for further tumor progression and stent shortening. In the event the stent does not adequately cover the stricture, a second stent should be implanted providing adequate overlapping of the initially placed stent.¿ a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallstent biliary stent was implanted in the bile duct during stent implantation procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a stricture caused by cancer in the bile duct. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician deployed a wallstent biliary stent; however; the stent moved out of place and did not cover the whole stenosis. The physician implanted another wallstent biliary stent to cover the remaining stenosis and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.